Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with excessive dried blood and contrast present in the balloon and distal outer. The device was soaked in a warm circulating water bath for 48 hours to loosen the blood and contrast for functional testing. An inflation device was used to attempt to pressurize the balloon, but the balloon could not be pressurized due to the amount of blood and contrast present in the device. The balloon was visually and microscopically examined and no damage or abnormalities were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to treat a 95% stenosed lesion located in the right coronary artery (rca) with a 2.0x15mm maverick 2 balloon catheter. The balloon was advanced to the lesion and when an attempt was made to dilate the lesion, the balloon would not inflate. The balloon catheter was removed from the patient intact without complications with the balloon completely deflated. An attempt was made to inflate the balloon outside the patient, at which point a rupture was noted due to contrast media leaking from the balloon material. The procedure was completed with another manufacturers' balloon catheter. There were no reported patient complications. The patient status is listed as "stable".